Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sakura dura star, 3.50 x 10 mm balloon could not be fully deflated after its second inflation at 16 atm. The balloon was removed without patient injury and another balloon was used to successfully complete the procedure. The patient is male, (B)(6). The target lesion location was the left anterior descending (lad) artery. There was nothing unusual noted about the characteristics of the vessel. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion and crossing the lesion with the balloon. The balloon could be deflated after first inflation. When the balloon was inflated for the second time to 16 atmospheres with a microport inflation device, the balloon could not be deflated fully. The balloon only partially deflated. So the physician had to withdraw the device and changed another balloon to complete the procedure. The contrast used in the procedure was iopamidol 370 / ratio is 1:1. There was no reported injury to the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sakura dura star, 3.50 x 10mm balloon could not be fully deflated after its second inflation. The patient is male, (B)(6). The target lesion location was the left anterior descending (lad) artery. There was nothing unusual noted about the characteristics of the vessel. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion and crossing the lesion with the balloon. The balloon could be deflated after first inflation. When the balloon was inflated for the second time to 16 atmospheres with a microport inflation device, the balloon could not be deflated fully, the balloon only partially deflated. So the physician had to withdraw the device and changed another balloon to complete the procedure. The contrast used in the procedure was iopamidol 370 / ratio is 1:1. There was no reported injury to the patient.